Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 09-feb-2023 in the pump history file. 02/09/2023 05:59:28.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.9. Bolus amount delivered = 0.9. 02/09/2023 06:18:08.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 0.3. Bolus amount delivered = 0.3. 02/09/2023 09:21:32.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.4. Bolus amount delivered = 2.4. 02/09/2023 10:51:22.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.3. Bolus amount delivered = 0.3. 02/09/2023 11:09:08.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 0.8. Bolus amount delivered = 0.8. 02/09/2023 19:48:24.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 4.5. Bolus amount delivered = 4.5. 02/09/2023 20:56:22.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.1. Bolus amount delivered = 0.1. Please see below for the daily total of all insulin delivered on the event date 09-feb-2023. 02/10/2023 00:00:00.000 daily totals: daily total collection start time = 02/09/2023 00:00:00.000. Daily total of all insulin delivered = 27.7. Daily total of basal insulin delivered = 18.4. Daily total of bolus insulin delivered = 9.3. There were no auto suspended alarm or user suspend alarm noted event date 09-feb-2023 in the pump history file. Please see below for the pump errors/alarms noted 1 week prior to the event date 09-feb-2023 in the pump history file. 02/05/2023 18:31:08.000 alarm alert notification. Fault number = no delivery (7) - during bolus. 02/05/2023 18:31:58.000 alarm alert notification. Fault number = no delivery (7) - during bolus. 02/08/2023 06:02:00.000 alarm alert notification. Fault number = low battery alert (104). 02/08/2023 06:18:00.000 batteryremoved. 02/08/2023 06:18:00.000 alarm alert notification. Fault number = battery removed (84). 02/08/2023 06:18:13.000 battery inserted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Low battery alert was due to the battery in the pump is low on power. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No delivery alarm not confirmed. Low battery alert not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Insulin flow block alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 30 mmol/l. The customer also reported the pump was under-delivering. The customer was treated in the emergency room with a manual injection. The customer was currently experiencing symptoms related to high blood glucose. Troubleshooting was performed and found that the pump was used within 48 hours and the auto mode feature was not active at the time of the event. The customer was advised to perform the high-pressure test and the pump passed the test. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. The insulin pump will be returned for analysis.